Event description:
Customer has complained about a time delay in receiving stat troponin results on the advia centaur cp. There is no known report of adverse health consequences or patient intervention due to the delay in receiving troponin results.

Manufacturer narrative:
Siemens is currently investigating this issue.

Manufacturer narrative:
Siemens is currently investigating this issue. Update 4/17/2012 - the troponin result on the advia centaur cp system using version 6.0 software was delayed due to the full prime cycle. Siemens customer communication submitted 04-2012, clarifies how the full prime feature of the advia centaur cp system works when running software version 6.0: "the advia centaur cp system requires that a full prime be run every eight hours. When a full prime cycle finishes, the system sets a timer to schedule the next full prime. The full prime completion time is logged in the system event log, and a trigger is activated eight hours after the most recent one is logged. If the trigger is activated when the system is in process, sample aspiration stops, and samples that have not yet reached the wash block are rescheduled. " the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer has complained about a time delay in receiving stat troponin results on the advia centaur cp. There is no known report of adverse health consequences or patient intervention due to the delay in receiving troponin results.